Event description:
Pt had a surgical facelift, followed by a skin ablation procedure at the same time. The pt experienced a problem with healing, and some of the skin experienced necrosis around the sutures.